Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. The stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile from the data was within the specification. The balloon appeared relaxed from the original folded position and it appeared that positive pressure had been applied and a vacuum pulled. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 02jun2018. A 2.75 x 12 synergy¿ stent was returned together with no reported issues. However, upon review of this device, stent dislodgement was noted.